Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d2: the common device name should have been scs lead rather than drg lead. Correction: section d3: the manufacturer name should have been st. Jude medical - neuromodulation (puerto rico, llc) rather than abbott medical. Correction: section d3: the manufacturer fax number should have been (B)(4). Correction: section d3: the manufacturer address line 1 should have been lot a interior - #2 street km 67.5 rather than 6901 preston rd. Correction: section d3: the manufacturer address line 2 should have been santana industrial park rather than n/a. Correction: section d3: the manufacturer city should have been arecibo rather than plano. Correction: section d3: the manufacturer phone number should have (B)(4). Correction: section d3: the manufacturer state should have puerto rico been rather than texas. Correction: section d3: the manufacturer zip code should have been 00612 rather than 75024. Correction: section d4: the model number should have been 3660 rather than 3789. Correction: section d4: the serial number should have been (B)(6) rather than (B)(6). Correction: section d4: the batch number should have been a000127103 rather than 51001780. Correction: section d4: the expiration should have been jun 15, 2024 rather than apr 30, 2017. Correction: section d4: the UDI should have been (B)(4) rather than (B)(4). Correction: section d6a: the date of implant should have been on (B)(6) 2022 rather than on (B)(6) 2015. Correction: section h4: the device manufacture date should have been jun 16, 2022 rather than may 27, 2015. Correction section h6: the health impact code should have included 4629 - device revision or replacement. Rather than only 4613 - minor injury/ illness / impairment. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.